Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to an out of calibration touch screen. The unit has passed all further testing, calibrations, and is working to manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) touch screen is not responding. There was no patient involvement associated with this event.